Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after a electrophysiology (ep) interventional procedure using a 7f sheath. Reportedly, there was resistance pushing the plunger and it could not be fully depressed. When the plunger was removed, it was noted that the suture was separated. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a mechanical jam (plunger deployment issue) include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Factors that may contribute to suture separation include, but are not limited to, interaction with patient anatomy or suture/link pulled until it breaks. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.